Event description:
A 4.0mm diameter x 18mm length ave gfx stent was inserted and deployed at the target lesion site in the ostium of the right coronary artery. After deployment of the ostial stent, another stent was placed in the middle of the right coronary artery. The stent delivery system balloon for the mid-right coronary artery stent was then used to post dilate the mid-stent and pulled back to the ostium of the right coronary artery to post dilate the ostial stent. The stent delivery system balloon was inflated to 9 atms to deploy the stent in the mid right coronary artery and then inflated to 12 atms, three times for post dilation of both stents. During the last inflation within the ostial stent at 12 atm of pressure, which exceeds "rated" burst pressure of 9 atms, the balloon burst within the stent. Resistance was felt by the physician during removal of the stent delivery balloon from the stent due to the "burst" condition of the balloon and it was noted that a portion of the balloon material remained within the proximal right coronary artery. The balloon material was successfully snared from the coronary artery; however, a fragment of the balloon material embolized into the right posterior lateral branch of the right coronary artery, after it was displaced with angioplasty. Post angiogram showed normal flow to the right coronary artery with a small filling defect in the right posterior lateral branch. The pt seemed to be fine, post procedure. There is no further clinical sequelae reported from the user facility and no further info available.